Event description:
It was reported when using the bd bbl¿ vdrl antigen there was contamination; biological contamination, bacterial, fungal, non viable. The following information was provided by the initial reporter. The customer stated: there was possible contamination with bactec 442194 bottle. The bottle grew the same organism which was not expected. They had an additional 6 bottles tests from the same lot number but none of them were positive for the bacteria isolated from the other two bottles. Customer did not provide the isolate name.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ vdrl antigen there was contamination; biological contamination, bacterial, fungal, non viable. The following information was provided by the initial reporter. The customer stated: there was possible contamination with bactec 442194 bottle. The bottle grew the same organism which was not expected. They had an additional 6 bottles tests from the same lot number but none of them were positive for the bacteria isolated from the other two bottles. Customer did not provide the isolate name.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review.